Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Doctor reported via phone call that the customer was hospitalized for pneumonia on (B)(6) 2015. He had difficulty breading and while in the hospital, he went in to a coma and was diagnosed with diabetic ketoacidosis. Blood glucose value at the time of admission is unknown. Blood glucose at the time of the call was 220 mg/dl. It was stated that the customer was not wearing the insulin pump at the time of emergency room visit because he did not have any infusion sets, reservoirs or insulin to use. It was advised that infusion sets and reservoirs would be sent.